Manufacturer narrative:
(B)(4). Balloon wouldn't inflate.

Manufacturer narrative:
"Edwards (B)(4) evaluation and investigation: the balloon inflation difficulty reported with the (B)(4) device was confirmed by engineering. The 15 mm balloon did not inflate when normal force was applied to the plunger of a 3 ml syringe seated to the blue valve. Excess force was applied to the syringe plunger and the balloon inflated; however once inflated, the balloon would not deflate normally. The 9 mm balloon inflated normally when infused with 1 ml of air with a 1 ml syringe seated to the white valve. Deflation of the 9 mm balloon was accomplished normally using the 1 ml syringe. This event did not lead to threshold being exceeded within the trend report for carotid shunts, therefore, a CAPA will not be initiated. The information will be included in trend data and future CAPA determinations. The (B)(4) manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the (B)(4) devices are acceptable.

Event description:
As reported, the surgeon tried to use the device and the balloon wouldn't inflate.